Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital on (B)(6) 2018 and was implanted. Prior to the implant procedure the patient had been taking antiplatelet medication. The patient experienced bleeding at the implant site resulting in an extended hospital stay which lasted until (B)(6) 2018. The patient¿s hematoma was treated with compressive bandaging and redon drainage with the redon drainage being removed on (B)(6) 2018. The physician reported that the bleeding was related to the procedure and not to any of the patient¿s recently implanted left ventricular lead, right atrial lead, right ventricular lead or the implantable cardioverter defibrillator. No further information was available,

Event description:
New information noted that the patient weighed (B)(6), was born on (B)(6), and was in stable condition after being discharged from the hospital.